Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The biomedical engineer at the user facility further reported that the power switch and software has failure. As the light source won't boot after power cycle intermittently. The event occurred during set-up. There was no delay.

Manufacturer narrative:
This supplemental report was submitted to provide new information from the OEM's investigation. The device was not returned to the OEM, however, the OEM conducted the investigation based on the available information. A review of production records there were no abnormalities or deviations observed. A review of the repair records indicates the device was purchased on july 19, 2014 and was last repaired on february 9, 2018. Based on the investigation, tt was confirmed that the phenomenon would be cured if qb board and bi board were exchanged. Additionally, it was confirmed that 5 years and 9 months had passed since the manufacturing. The root cause of the reported event could not conclusively be identified, however, based on the investigation, the potential cause of the problem is considered to be due to defective parts at the control circuit was damaged and does not start up from the failure of the qb board and bi board. It was assumed that it was normal aging deterioration because it had been 5 years and 9 months since it was manufactured.

Manufacturer narrative:
The referenced monitor was returned to the service center for evaluation. A review of the service history indicates the scope was purchased on july 19, 2014 and has received service via one repair on february 9, 2018 for a cooling fan issue. A physical inspection of the monitor found several scratches across the screen. There was deeper scratching to the top center and top right corner of bezel and other scratches to the right and bottom. The monitor's power on indicator light did come on but no image (black screen) and front panel control did not function. In troubleshooting, it was found that the ground connection from the bi board had become disconnected. The ground was reconnected and unit resumed normal function but had intermittent failure when cycling power on and off. The monitor power on and off was cycled twelve times and unit powered on successfully each time but further troubleshooting found the monitor continued to produce intermittent function issues and intermittent image output. The monitor requires replacement of qb board, bi board and bezel to restore unit to standard specifications. Based on the evaluation results, exact cause of the reported event could not be conclusively determined, however, further investigation will be conducted by the original equipment manufacture. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance group was informed that the high definition liquid crystal display monitor has no power. The user facility reported the power supply was tested and was working but the monitor would not power on. There was no patient involvement reported.